Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the staple reloads deployed but it did not cut. No additional information provided. No patient injury has been noted.